Manufacturer narrative:
Evaluation completed. One opened bl5625 pouch from lot v9180 was returned. The expiration date on the label was 2018-10-01. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The assembly had good clean cuts and aspirated as intended. The cause of the bent needle cannot be determined, due to evidence of use.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported a vitrectomy cutter did not move properly. It did aspirate, but did not cut. It was replaced with another cutter and surgery was completed. No patient injury reported.